Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the procedure was completed after exchanging the product.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that there was no patient harm.

Manufacturer narrative:
Additional information: a review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were eight additional complaints associated with the lot for the reported issue. No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action has been implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut well and that the aspiration worked intermittently. Additional information and product sample have been requested.